Event description:
It was reported that this patient received two inappropriate shocks from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) analyzed device episode data and found four untreated episodes and two treated episodes due to oversensing of noise. During each treated episode, one inappropriate shock was delivered. The sensing had low amplitude in all three vectors which had caused the smart pass feature to become disabled. Ts recommended x-rays and turning off therapy. It was noted that therapy will be turned off by order of the doctor and given a life vest. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this patient has received a transvenous system that was not manufactured by boston scientific and this s-ICD system was explanted. No additional adverse patient effects were reported outside of therapy upgrade procedure. Later, this product was received by boston scientific and full investigation was conducted.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient received two inappropriate shocks from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) analyzed device episode data and found four untreated episodes and two treated episodes due to oversensing of noise. During each treated episode, one inappropriate shock was delivered. The sensing had low amplitude in all three vectors which had caused the smart pass feature to become disabled. Ts recommended x-rays and turning off therapy. It was noted that therapy will be turned off by order of the doctor and given a life vest. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Event description:
It was reported that this patient received two inappropriate shocks from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) analyzed device episode data and found four untreated episodes and two treated episodes due to oversensing of noise. During each treated episode, one inappropriate shock was delivered. The sensing had low amplitude in all three vectors which had caused the smart pass feature to become disabled. Ts recommended x-rays and turning off therapy. It was noted that therapy will be turned off by order of the doctor and given a life vest. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this patient has received a transvenous system that was not manufactured by boston scientific and this s-ICD system was explanted. No additional adverse patient effects were reported outside of therapy upgrade procedure.